Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is being reported as unknown because it could not be confirmed which of the two clips experienced the single leaflet device attachment; therefore, the UDI and lot history record review are provided for both clips. The results are as follows: part/lot #): cds0502/70104u136. Expiration date: 04-jan-2018.(B)(4). Part/lot #): cds0502/70105u157. Expiration date: 05-jan-2018. (B)(4). The devices were not returned for analysis. A review of both lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Review of the complaint history did not indicate a lot-specific quality issue. The reported single leaflet device attachment (slda) in this incident appears to be related to the patient morphology/pathology due to the reported fragile posterior leaflet. The reported mitral regurgitation (mr) was likely a result of the slda. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2017, a follow up visit found that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3-4. The physician suspected that the slda was caused by a fragile posterior medial leaflet. On (B)(6) 2017, an additional mitraclip procedure was performed for treatment. One clip was implanted, reducing the mr 3. No additional information was provided.